Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure. According to the complainant, during the procedure, the physician cannulated the bile duct, though difficulty was encountered due to the patient's narrow papillary orifice. Once the device was placed, he bowed the device and when electric current was applied the cut wire broke. There were no reports of the cut wire detaching inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable attempts to obtain additional information regarding the event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal pierce hole appeared melted. The exposed cut wire was broken and the broken ends of the cutting wire appeared discolored/blackened. The cut wire was measured to have broken at approximately 15 mm from the distal pierce hole. One end of the broken cut wire was attached to the anchor at the distal pierce hole, while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The proximal end of the cut wire could not be extended due to the condition of the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure. According to the complainant, during the procedure, the physician cannulated the bile duct, though difficulty was encountered due to the patient's narrow papillary orifice. Once the device was placed, he bowed the device and when electric current was applied the cut wire broke. There were no reports of the cut wire detaching inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable attempts to obtain additional information regarding the event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2012. It was reported that the autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp). No part of the cut wire fell inside the patient.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.